Event description:
The representative reports that there is noise present on the pace & sense conductor of the rv lead. The lead remains implanted. (B)(4) 2014 - as of today, all available information suggests this lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.